Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a set change. The customer's blood glucose reading was 595 mg/dl at the time of incident and 90 mg/dl at the time of the call. The customer also indicated that the display screen is blank. Troubleshooting found that the display returned after a battery change and was advised to monitor the pump and that a new battery cap would be sent and to call back with any additional questions.